Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: investigation summary reported issue: reverse mode does not function. A visual and functional assessment was performed on the device according to se_070513_ao. The following steps failed: section 80: check for sticky trigger, section 130: check fwd & rev mode function , section 160: check power with power test bench, section 180: check for air leak. During service/repair the following was observed (technician note): 300064622 reverse trigger can't be depress and low power. Replaced motor and performed full servicing. Cad tested working within specifications. During the service evaluation the following failures were identified: functional : sticky trigger. Functional : leak - air. Functional : insufficient/low power. Conclusion: failure reported is confirmed . Root cause: faulty parts (3210). Action: repair.

Event description:
It was reported that during service and evaluation, it was determined that the compact air drive device had a sticky trigger. It was noted in the service order that the reverse mode did not function. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2026. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: investigation summary. The actual device was returned for evaluation. A visual and functional assessment was performed on the device. The following steps failed: check for sticky trigger. Check forward and reverse mode function. Check power with power test bench: check for air leak. During the service evaluation the following failures were identified: functional : sticky trigger. Functional : leak - air. Functional : insufficient/low power. Conclusion: failure reported is confirmed. The assignable root cause was determined to be due to component failure from wear.